Manufacturer narrative:
Manufacturer"s investigation conclusion: the report of suspected thrombus and elevated ldh could not be confirmed through this evaluation. The remainder of the file was unremarkable and appeared to be functioning as intended. Multiple attempts for additional information regarding this event were sent to the customer and no further detail was provided. The heartmate ii left ventricular assist system instruction for use (IFU) lists device thrombosis and hemolysis as adverse events that may be associated with the use of the heartmate ii left ventricular assists system. This IFU explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling and also outlines the recommended anticoagulation therapy and inr range. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Serial number of the device was not provided. Approximate age of device- 2 years, 6 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with left ventricular assist device (lvad) on 14oct2016. It was reported that the patient had an elevated ldh with transient ischemic attack (tia), and suspected to have pump thrombosis. The manufacturer's technical service representative reviewed the log file and observed 116 pi events over the 25 day period. A slight increase of pump power and flow was also observed.